Event description:
It was reported that fluid was observed between the balloon and case (housing) of a small volume folfusor. This was observed during setup. The device contained fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured march 8-10, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed several droplets of fluid on the upper inner wall of the device's bottle that resemble characteristic of condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. Changes in humidity and temperature can cause condensation to occur inside a plastic bottle; condensation cannot get into the fluid path as the device has a closed infusion line. The reported condition was verified as condensation. Condensation is a natural phenomenon and does not indicate the product is defective. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.